Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire and contributed to the pain experienced by the user. The failure to retract, however, did not affect the device's ability to deliver insulin. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient felt pain during the insertion. Patient treated the high bg levels with 8 units of insulin through manual injection.